Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012364545 was returned and analyzed. Visual inspection of the handle area identified a kink at the side port tube. The performance test with a leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.07211 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00567 psig and in an acceptable range. In conclusion, the sheath did not pass the returned product inspection due to a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, air could not be aspirated through the side port. The sheath was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.